Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 701 on channel c. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 701 on channel c was confirmed during product evaluation. This condition was caused by a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.09.92. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Similar reports have been received for the reported problem.